Manufacturer narrative:
Follow up information received on 10-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, approximately 3 months after insertion procedure, hysterosalpingogram (hsg) test was performed and results showed that right essure device appeared to be displaced and positioned along the lateral aspect of the right mid pelvic cavity. This event was seen as a device dislocation and is listed in the reference safety information for essure. Approximately 10 months later, she became pregnant (device ineffective - also listed). During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus or out of the body; a device dislocation into the fallopian tube; migration into abdominal cavity; or can occur as a result of a perforation during insertion. In this present case, the exact time point of dislocation was not reported; however, the intra-abdominal localization of the right essure coil was diagnosed only three months after insertion procedure. Given the nature of this event, causality with suspected insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, consumer performed the hsg test and results showed right fallopian tube in abdominal cavity; however, there was no evidence reported of spillage of contrast into the pelvic cavity from either fallopian tube. Thus, based on the nature of this event, the pregnancy (device ineffective) was assessed as related to essure. This case was regarded as incident because device removal was required (intervention required). Other nonserious events were reported. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a lawyer on 26-sep-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The operative report states: bilateral essure micro-insert placed successfully into the ostium. Plaintiff experienced irregular menses, fatigue, weakness, shakiness, and dizziness following her implant surgery. Plaintiff's post-procedure period has been marked by severe and constant abdominal pain. Plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure. Shortly after her implant, on or around (B)(6) 2013, plaintiff reported to her doctor complaints of extreme discomfort that was keeping her awake at night. Her pain was on the right side, and plaintiff rated it as 8/2 to 9 out of 10 on a scale of 1 to 10, with 10 being the most severe. Plaintiff presented to the emergency room on (B)(6) 2013 with complaints of moderate to severe, stabbing, and progressively worsening pain. Plaintiff reported that doctor had difficulty placing the essure coil on the right side. She underwent a CT scan of her abdomen and was diagnosed with a tubal spasm. Plaintiff was provided with a prescription for pain medication and discharged. Plaintiff had a hsg on or about (B)(6) 2013, where it was reported that the right essure device appeared to be displaced and positioned along the lateral aspect of the right mid pelvic cavity. The left essure device was in adequate position. There was no evidence reported of spillage of contrast into the pelvic cavity from either fallopian tube. In (B)(6) 2014 plaintiff learned that she was pregnant. In (B)(6) of 2015, plaintiff underwent a cesarean section and bilateral tubal ligation. Plaintiff suffered severe depression following her (B)(6) 2015 surgery. Plaintiff also suffered irregular menses, dysmenorrhea, menorrhagia and dyspareunia. On or about (B)(6) 2016, plaintiff underwent a laparoscopic bilateral salpingectomy with essure removal. The operative report stated that no essure device was located in the right fallopian tube. It was located in the pelvis and abdominal cavity in a filmy adhesion located close to the fimbria and removed. The left essure coil was located in the left fallopian tube and removed. Plaintiff continues to suffer from pain as a result of the surgeries. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, approximately 3 months after insertion procedure, hysterosalpingogram (hsg) test was performed and results showed that right essure device appeared to be displaced and positioned along the lateral aspect of the right mid pelvic cavity. This event was seen as a device dislocation and is listed in the reference safety information for essure. Approximately 10 months later, she became pregnant (device ineffective - also listed). During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus or out of the body; a device dislocation into the fallopian tube; migration into abdominal cavity; or can occur as a result of a perforation during insertion. In this present case, the exact time point of dislocation was not reported; however, the intra-abdominal localization of the right essure coil was diagnosed only three months after insertion procedure. Given the nature of this event, causality with suspected insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, consumer performed the hsg test and results showed right fallopian tube in abdominal cavity; however, there was no evidence reported of spillage of contrast into the pelvic cavity from either fallopian tube. Thus, based on the nature of this event, the pregnancy (device ineffective) was assessed as related to essure. This case was regarded as incident since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.